Event description:
It was reported that an magnetic resonance imaging (MRI) was performed and it was noted there had been tunneling during the implant procedure and the electrode had tunneled underneath the patient's ribcage. A revision was performed, with this electrode explanted and a new electrode implanted. No additional adverse patient effects were reported.

Event description:
It was reported that an magnetic resonance imaging (MRI) was performed and it was noted there had been tunneling during the implant procedure and the electrode had tunneled underneath the patients ribcage. A revision was performed, with this electrode explanted and a new electrode implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A risk review was completed and confirmed that the event of perforation was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.